Event description:
Plaintiff was employed as a dental hygienist who wore and was exposed to latex gloves made by various manufacturers. Plaintiff alleges suffering the following symptoms; rhinitis, respiratory problems, hives, contact dermatitis, headaches, extreme discomfort, derpression and emotional distress.